Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient was admitted with the main complaint of nosebleeds and blurred vision for 2 hours after head and facial trauma. Due to the release of air pressure during work 2 hours before admission, the dial suddenly popped out and hit the face. The patient immediately felt nasal pain, nasal bleeding, left eyebrow arch skin laceration, unclear vision in the left eye, accompanied by dizziness, headache, no consciousness disorders, nausea, vomiting or other discomfort. The patient was sent to the hospital for emergency treatment without any other treatment. The outpatient department planned to admit the patient with 1. Nasal bone fracture; 2. Nasal septum fracture; 3. Left anterior chamber hematoma; 4. Traumatic nosebleeds; 5. Sinus hematoma; 6. Nasal root skin laceration; 7. Left eyebrow arch laceration; 8. Left eye contusion. Physical examination: multiple crushed stone like foreign bodies were found on the surface of the skin on the face. The left eyebrow arch and eyelid were swollen, and a 6cm long laceration was seen on the left eyebrow arch, reaching deep into the orbital periosteum. The wound margin was still intact, and active bleeding was observed. The left eye vision showed light sensation, conjunctival congestion and edema, and a large area of blood accumulation was seen in the anterior chamber, which was difficult to see clearly under post examination. The patient's external nose was skewed and swollen, with bone friction sounds palpable. There was a 1cm laceration on the skin at the base of the nose, and there were no boils or cracks on the skin of the nasal vestibule. The mucous membranes of both nasal cavities are congested, and the nasal septum is left skewed. Active bleeding is observed in both nasal cavities. Post-op, the patient experienced inflammation and wound secretion. After admission, the patient developed chills and low-grade fever, with a body temperature of 37.5 degrees c and pain at the suture site. A light-yellow exudate was observed, and a blood routine showed a white blood cell count of 14.94 by 10 9/l. Considering a systemic allergic reaction to the suture, treatment such as injection of cefoperazone sodium and sulbactam sodium for anti infection and intensified local dressing changes was administered. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.